Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon third inflation. Furthermore, a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.